Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral leaks. Device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted, to error in g3 of the previous report.

Event description:
Patient reported, bilateral leaks. Patient later reported, in a car accident, which caused a left side rupture. Device remains implanted.